Manufacturer narrative:
With all the available information, boston scientific concludes that the reported event of the error code displayed by the console was not confirmed. However, upon receipt the fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual analysis of the device identified that the glass cap and metal cap were detached, and the glass cap was not returned with the fiber. The observed condition on the fiber it is likely due to heat accumulation due to tissue adhesion, heavy tissue contact or due to a decrease in the saline cooling flow. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. According to the instructions for use (IFU), increased irrigation flow by means of a saline pressure bag (set to 250 mmhg to 300 mmhg) will further increase liquid cooling effect and may reduce fiber tip damage. Based on analysis results, the interaction between the user and device caused or contributed to the event.

Event description:
It was reported that during a photo selective vaporization of the prostate procedure for benign prostatic hyperplasia, there was an error code displayed when the fiber was connected to the console. The procedure was completed with an alternative method without patient complications. After the fiber was analyzed, it was found that the metal cap and the glass cap were detached.